Manufacturer narrative:
Concomitant medical products: product ID: 977c165; serial#: (B)(4); implanted: (B)(6) 2017; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reports that she had pain at the anchor site of her leads. Patient denies any fall or trauma to the anchor site or leads. Connectivity and impedances were performed with all electrodes within range. The surgeon accessed the leads at the anchor site and a revision of the anchor site was completed. The issue was resolved.